Event description:
After an implantation period of approx. 32 months, it was reported that the shock impedance is too low. The patient was hospitalized.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided trend data, acquired between 20-mar-2020 and 28-jan-2021 was analyzed. The pacing impedance trend curve showed initially stable values around 500 ohms with intermittent decreases below 200 ohms since 29-jun-2020. The sensing amplitude gradually decreased from 20mv to 17mv. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.